Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell while wearing the pump and as a result the touch screen became cracked and unreadable. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.